Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the operating room manager that per the surgeon, the patient's pump was explanted due to infection issues. The patient has a history of (B)(6).